Event description:
It was reported the implant was replaced because the "wire had come out." It was later stated the implant had moved and flipped over but the exact details were unknown. Follow up from the health care provider reported the cause of the event was buttock and leg pain. It was also noted there was an implantable neurostimulator (ins) inversion. An x-ray was done and lead was in normal location and there was severe osteopenia. Reprogramming was done and there was no change in buttock and leg pain and there were no impedances noted. The battery had flipped and twisted in pocket and a revision was done. The patient did require hospitalization and recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v073706. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).